Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2023 as the exact event date was not reported.

Event description:
It was reported that a blade detachment occurred and was removed surgically. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During withdrawal, it was noted that one blade has dislodged inside the body. A resistance was felt at the opening part of the sheath. It was attempted to remove the blade together with the sheath; however, the sheath was torn and there was no blade. A stenosis on the central side was noted and the blade became stuck. The blade was removed surgically. The procedure was completed using this device. No patient complications were reported.